Event description:
Atlas clinical study: same case as 2134265-2008-04760. It was reported that 1242 days after a coronary artery stenting procedure the patient had an acute coronary syndrome and required a blood transfusion. The lesion being treated was a 3.5mm, 70% stenosed, 12mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with placement of two study stents. On the first attempts a 3.0 x 12mm taxus liberte' study stent was implanted. The physician noted that the lesion was not adequately covered by the stent, "by visual assessment after predilation, the physician felt lesion length was 12mm to be covered by 1 study stent. After the stent was implanted, he felt the area just distal to stent looked tight and needed to be treated." On the second attempt to treat the target lesion, a 3.5 x 16mm taxus liberte' stent was implanted. Following the procedure, there was 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. 1242 days after the index procedure, the site reported the patient had acute coronary syndrome. The patient was hospitalized and treated with medication. She also had a blood transfusion. The event was resolved with no residual effect and the patient was discharged 4 days later. In the opinion of the physician the relationship of the event to the liberte' stent is unknown.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.